Event description:
Boston scientific received information that this device went from elective replacement time (ert) to end of life (eol) unexpectedly. To date, no adverse patient effects were reported as a result of this clinical observation. Additional information was received that this device was explanted and returned to allow for reliability analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was thoroughly inspected and analyzed. The device was then subjected to a series of automated diagnostic tests that verify the performance of the defibrillation, pacing, sensing, high voltage shocking and recording functions of the device. The device performed normally throughout all tests.